Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, titan was explanted because of malfunction due to tubing fracture at pump junction.

Manufacturer narrative:
A titan genesis pump, two cylinders, and a reservoir were received for evaluation. Examination and testing of the returned components revealed a separation in the strain relief of the serialized exhaust tube of the pump. Testing revealed this to be a site of leakage. The separation appears to be rough and irregular, indicating sufficient stress was exerted. Two separations are noted in the bladder of the reservoir. Testing revealed these to be sites of leakage. The separations appear to be material degradation. No functional abnormalities are noted with cylinder #1 or cylinder #2. Quality concluded that the abrasion marks noted on all tubing matched in such a way to conclude that they had overlapped and abraded against one another while in-vivo. Quality further concluded that this positioning, in combination with device usage over time, could contribute to sufficient stress(s) to separate the serialized exhaust tube of the pump at this site. Additionally, previous investigation indicated that the human body is capable of causing thermal and biological degradation, oxidation, and hydrolysis to occur in polyurethane. Although usually this degradation exists as surface phenomenon, over time it may cause mechanical failure. In addition, polymers under constant flexing are more susceptible to fatigue and eventual mechanical failure. Quality concludes this to most likely be the reason for the separations in the reservoir bladder. Separations of this type could then allow the loss of fluid, making the device inoperable. Quality is unable to determine if only one or all sites were the cause for the reported failure. Management routinely reviews events such as this and monitors complaint levels. Additionally, events of this type are captured in the product risk documentation. Based on this information no further corrective action is required at this time.